Event description:
It was reported that the customer received information regarding the safety notice scroll wrap and that the insulin pump alarmed no delivery. Customer stated that they received no delivery alarm and believes was due to being part of the recall. Customer stated that they have been chasing the blood glucose it can go to low or high and its due to insulin pump was not delivering insulin. Customer's blood glucose was 165 mg/dl. Offered to troubleshoot but customer declined stated does not have the insulin pump. Advised the customer regarding the safety notification and scroll wrap feature. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).